Event description:
It was reported that the procedure was to treat a chronic total occlusion located at the ostium of the heavily calcified left circumflex. After several attempts a cross it guide wire was able to access the lesion. Predilatation was then performed. Despite several attempts, using force, the 2.5x 38 mm xience prime could not cross the lesion, which resulted in a shaft separation. A 2.5x38 mm xience prime was used to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Excessive force. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.